Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to a high and low blood glucose level. Customer's blood glucose level was 500 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. She declined troubleshooting for the low blood glucose level. The device was not returned.